Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During the evaluation, fse found a cup lodged between the incubator ring and side cover. Fse removed the cup and performed remove cup, checked alignments, and ran the cup transfer function without any errors. On inspection, fse found the wash probe 3 guide bushing was worn, which allowed excessive probe movement. Fse replaced the wash probe. The customer ran quality control (qc) and verified the results were in range. The instrument was verified as operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 29-may-2017 through 29-jun- 2018. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under appendix 4 - error messages states the following: [[4401] incubator rotation motor home detection failure cause : the home sensor failed to activate after the incubator rotated toward the home position. Solution : contact tosoh service center or local representatives. The most probable cause of the 4401 incubator rotation motor home detection failure error message was a jammed cup and faulty wash probe 3.

Event description:
A customer reported error message 4401 incubator rotation motor home detection failure with the aia-2000 instrument. Technical support instructed the customer to power the instrument off and on but the error persisted. The customer opened the cover and inspected the incubator and dispense lane but did not see any dropped cups or tips. The instrument was not running. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of troponin (ctnl) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.